Manufacturer narrative:
One level 1® hotline® 3 blood and fluid warmer was returned for investigation. The device was received in fair condition. Visual inspection of the internal components, of the returned device, found evidence of an electrical short at the trace between the resistor and the heater line connection. During functional testing, a functional printed circuit board was installed in the device and the device was turned on. The device was found to function as intended. Investigation determined that the cause of the reported issue was a defective electronic assembly board; however, the root cause of the defect was unable to be determined.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that inside the circuit board of a level 1® hotline® 3 blood and fluid warmer was burnt. The initial reporter received the device back from central supply after cleaning. While testing the device to make sure everything was working, he took off the cover and noticed the fault. No injury was reported.